Event description:
It was reported that this right atrial (ra) lead was not smooth enough when inserting the stylet from the beginning. It seems to be slightly dangerous for the helix that would extend/protrude unintentionally several times. The p amplitude was 0.5 to 0.8 mv and the threshold was 1.6 v/0.4 ms. For that reason the lead was replaced and successfully implanted with satisfactory sensing and thresholds. Lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Noted dried blood/body fluid in helix housing. Continuity testing passed, indicating conductors are intact. Hipot test passed, indicating no electrical shorts between conductors. A stylet insertion test passed without issue - indicating no blockage in the lumen. Visual inspection revealed no abnormalities. The high thresholds and low amplitude/poor morphology were not confirmed. Based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. The helix difficulty and difficult to position allegations were confirmed, a helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid. The difficult to insert allegation was not confirmed. A stylet insertion test passed without issue, indicating no blockage in the lumen.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was not smooth enough when inserting the stylet from the beginning. It seems to be slightly dangerous for the helix that would extend/protrude unintentionally several times. The p amplitude was 0.5 to 0.8 mv and the threshold was 1.6 v/0.4 ms. For that reason the lead was replaced and successfully implanted with satisfactory sensing and thresholds. Lead has been returned for analysis. No additional adverse patient effects were reported